Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device overheating could not be duplicated. Service will complete any necessary preventive maintenance, and the product will be returned to the customer.